Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested to return an ilet system, stating the device was too complex and reporting an episode of low blood glucose while using the system. Symptoms included hypoglycemia reaching 60 mg/dl. Outcomes included no reported alarms, no hospitalization, and no other clinical impacts. Investigation included a review of available case information and complaint intake. Investigation of this case revealed an unclear cause with no device alarms reported and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.